Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer states that the device is not giving an accurate reading. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing it was determined the ui board fails to power on and off correctly. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.